Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation due to autoreduction on his scs system. System diagnostics determined high impedances on the leads. A sjm representative tried reprogramming to no avail as only abdominal stimulation occurred. Additionally, the patient experienced multiple falls. Consequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified during the patient's scs lead revision procedure the physician suspected infection at the scs ipg site (reference MFR. Report:1627487-2015-03458). Consequently, the scs system was explanted.